Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No additional information was reported.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 1988 the patient underwent cervical and lumbar myelogram. Impression: normal lumbar myelogram. Essentially normal and unchanged cervical myelogram except for some slight minimal increase in posterior disc bulge at c4-c5, c5-c6, and c6-c7. On (B)(6) 1988 the patient was diagnosed for disc disorder, cervical region. On (B)(6) 1998 the patient underwent-ray of lumbar spine pre-op. Opinion: mild levoscoliosis and partial lumbarization of s1. Moderately prominent facet arthropathy, right side, l4-l5 and at l5-l6. Some disk space narrowing in the lower lumbar region. On (B)(6) 1998 as per medical records, ros: the patient reports burning and numbness in her right leg. The discomfort is most bothersome in the upper groin area. Yesterday, she noticed some pain in her left posterior thigh but this has not been characteristic of her discomfort. She has decreased range of motion due to pain. She has positive straight leg raising on the right that radiates from her low back to the right leg. She has weakness of ankle dorsiflexion and ehl on the right when compared to the left. Reflexes are normal in the lower extremities. X-ray films show grade I spondylolisthesis at l4-5. MRI shows stenosis at l4-5 of moderate severity with facet joint arthropathy at this level. On (B)(6) 2000 the patient was diagnosed for unspecified chest pain, sob, unspecified hyperlipidemia, obesity, tobacco use disorder, family history of ischemic heart disease. The patient underwent left and right heart cardiac catheterization with coronary arteriography. Impression: atypical chest pain with multiple cardiac risk factors, an abnormal baseline electrocardiogram. Symptomatic subjective rhythm disturbance. Obesity. On (B)(6) 2002 the patient presented with continued significant pain in the low back and both legs. The pain is not necessarily typical of stenosis in that bending and leaning forward are as painful to her as standing and walking. The patient underwent x-ray of lumbar spine which shows narrowing of the disk space at l4-l5 with grade 1 degenerative spondylolisthesis. There is evidence of schmorl's node at the inferior end plate of l2. No acute abnormalities are seen. There is minimal scoliosis on the ap view. The patient has five lumbar vertebrae, but lower lumbar spine has the appearance of sacralization of l5. On (B)(6) 2002 the patient underwent x-ray of chest. Impression: no evidence of active cardiac or pulmonary disease. On (B)(6) 2002 the patient presented with the following pre-op diagnosis: low back pain with degenerative disc disease. The patient underwent: anterior exposure for a planned l4-l5 diskectomy and fusion and insertion of lt cages at l4-5 with rh-bmp2/acs bone graft. Posterior decompression l4-5 with posterolateral fusion with local bone graft. As per op notes, a thorough diskectomy had been performed. A pituitary rongeur was used to remove any debris from the disk space. A provisional distraction plug was then placed on the initially reamed side, and the opposite side was then reamed in a similar fashion under c-arm control. An lt cage with the rh-bmp2/acs bone graft material inside was then inserted under c-arm control. The provisional distraction plug was removed and the second cage inserted. The depth and rotation of the cages were assessed both radiographically and visually, and the instrumentation was removed. Final ap and lateral c-arm x-ray views showed proper placement of the cages. The wound was then closed by the approach surgeons. Next, a midline decompression was performed then with kerrison rongeurs from the l3-4 interspace to the l5-s1 inters pace and the decompression was carried out on both sides of the midline to accomplish a thorough lateral recess decompression as well as a midline decompression. The patient tolerated the procedure well. On (B)(6) 2002 the patient underwent CT angio of the chest due to sob. Impression: no evidence of pulmonary emboli. No acute cardiopulmonary disease. On (B)(6) 2002 the patient underwent x-ray of lumbar spine. Impression: extensive postsurgical change with laminectomy, anterior and posterior lateral fusion. On (B)(6) 2002 the patient underwent x-ray of lumbar spine which show postoperative changes of anterior diskectomy with spine fusion <(>&<)> insertion of metal cages at l4-5 with minimal residual spondylolisthesis. There is a mild lumbar scoliosis present and evidence of posterolateral bone grafting at l4-5. When compared to surgical films, there is no change. On (B)(6) 2003 the patient came for a follow-up post-op fusion surgery due to some back pain that she says will go away if she manipulates the l4 vertebra. She is convinced that there is probably some bone graft over on the side that has placed some pressure on one of the nerves and wonders whether going in and removing the portion of the graft might alleviate some of her pain. The patient underwent x-ray of lumbar spine which show postoperative changes of mid line decompression at l4-5 and posterolateral fusion with anterior l4-5 fusion and insertion of the metallic cages. When compared to previous films, there is no evidence of hardware loosening or other significant interval changes. On (B)(6) 2003 the patient came for a follow-up post-op from her anterior spinal fusion at l4-5. Her x-ray films look fine. No signs of implant loosening or evidence of nonunion. On (B)(6) 2003 the patient came for evaluation of her back. She feels bone on bone type of movement in her spine, especially when she bends over. X-rays show no evidence of displacement of her cages at l4-5, and in fact there does appear to be evidence of spine fusion bone graft material anterior to the cages indicative of solid fusion. On (B)(6) 2004 the patient came for evaluation of her back. She has had increased back pain also has had some increased bilateral foot symptoms, which she is convinced are due to her back and not from her foot. The patient underwent x-ray of lumbar spine which show postoperative changes of the posterior decompression of l4/s1 and an anterior fusion with cages of l4/l5. The fusion is solid radiographically with good bone graft incorporation anterior to the cages. There has been no significant interval change when compared to previously films. On (B)(6) 2004 the patient came for a follow-up for reevaluation of her back. The patient describes her symptoms of progressively more back pain as well as a sensation of shifting of her back. She says the big toe of her right foot feels crushed, but she gets alternating left and right leg symptoms. In addition, she has pain and numbness in the groin and left buttock. She has standing ap lateral and spot lateral x-rays of the spine as well as lateral flexion/extension and standing right and left side bending x-rays of the spine. These demonstrate that her fusion at l4-5 is solid, but on the lateral flexion/extension views she does demonstrate some mild segmental instability at l3-4. Her MRI scan shows that she has developed moderate to severe stenosis at l3-4 just above the area of surgery. Her cat scan, which was repeated because of a change in her symptoms, demonstrates solid fusion at l4-5. On (B)(6) 2005 the patient underwent x-ray of lumbar spine which shows postoperative changes of l4-l5, anterior fusion with cages. The fusion is solid without significant interval changes when compared to previous films.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2005 the patient presented with the following pre-op diagnosis: l3-4 spinal stenosis with spondylolisthesis. The patient underwent: decompression of l3-4 with facetectomy and foraminotomy, posterior/transforaminal interbody fusion with interbody cage and no n-segmental instrumentation with pedicle screws and rods with local bone graft. As per op notes, midline decompression was performed from the l2-3 to the l3-4 interspace using kenison rongeurs. On the right of midline an l3-4 facetectomy and foraminotomy was perfo rmed. The bone was saved and added to the bone graft, which was morcellized with a bone mill. On the right of the mid-line the l3 for disc was exposed. The level of dissection was confirmed radiographically. On the of the left midline, 6.5 mm diameter pedicle screws were inserted over the guide pins and attached to a percutaneously inserted rod instrumentation. Provisional tightening of the rod through the distal screw was performed. Next, a scissor jack distractor was carefully impacted into the disk, where it was under fluoroscopy, and used to distract the disk space to 10 mm height. This distraction was then locked in place with the pedicle screws and rods. All of the cartilaginous endplates and the nucleus pulposus were removed with pituitary rongeurs. A piece of rh-bmp2/acs was laid in the anterior disk space. The previously removed morcellized bone was then gently impacted into the disk behind this. A 10 mm in thickness and 22 mm in length was packed with a second piece of rh-bmp2/acs and then the cage was inserted and centralized into the disk space. X-rays confirmed proper placement. The pedicle screws on the left were placed under compression and the top-tightening nuts twisted off. Pedicle screws were inserted in identical fashion at l3 and l4 on the right, and after proper placement of the implants had all been confirmed radiographically, the top-tightening nuts were twisted off and the screw extenders removed. Final x-ray film showed proper placement of all of the hardware. The dura was carefully inspected. The cage was visualized to make sure it was well recessed beneath the neural structures. The patient tolerated the position well. On (B)(6) 2005 the patient came for a follow-up of her l3-4 decompression and transforaminal interbody fusion. She still has groin pain that is worse on the right; it is intermittent and seems to be positional. She has the expected amount of soreness in her back. The patient underwent x-ray of lumbar spine which shows postoperative changes of l4-l5, anterior fusion with cages, as well as l3-l4 decompression and transforaminal interbody fusion. No significant interval changes or loosening of hardware when compared to previous films. On (B)(6) 2005 the patient came for a follow-up of her l3-4 decompression and transforaminal interbody fusion. She had an episode with a lot of coughing and it just flared up a lot of discomfort mostly in the left side of her back radiating all the way up into her shoulder and neck. The patient underwent x-ray of lumbar spine which shows postoperative changes of l4-l5, anterior fusion with cages, as well as l3-l4 decompression and transforaminal interbody fusion. The fusion at both levels appears to be healing in normal fashion without significant interval changes or loosening of hardware when compared to previous films. On (B)(6) 2005 the patient came for a follow-up of her l3-4 decompression and transforaminal interbody fusion with instrumentation. The patient complains of a lot of pain in her neck and it seems to affect the entire left side of her body including her scapula, leg, and foot. The patient underwent x-ray of lumbar spine which shows postoperative changes of l4-l5, anterior fusion with cages, as well as l3-l4 decompression and transforaminal interbody fusion. The fusion at both levels appears to be solid without significant interval changes when compared to previous films. On (B)(6) 2005 the patient presented with pain mostly in her right foot. She also has intermittently back pain. She feels like an electric current is going into her right leg sometimes, and has a number of complaints of muscle spasms. On (B)(6) 2007 the patient underwent x-ray of pelvis and lumbar spine. Impression: l3-l4 posterior metallic fusion and l3-s1 posterior bony fusion. No evidence of instability or instrumentation failure. On (B)(6) 2007 the patient underwent lumbar puncture with intrathecal injection contrast for CT myelography. Patient tolerated the procedure well. Impression: lumbar puncture performed at l2-l3 with return of clear csf, which is sent for laboratory analysis, per orders from the referring physician. Results for CT myelography will be reported separately. The patient underwent CT of the lumbar spine. Impression: status post lumbar fusion without evidence of hardware failure. The central spinal canal is patent. Mild narrowing of the neural foramina at l2-l3. On (B)(6) 2007 as per medical records, high resolution spot images were obtained over the lumbar spine region in multiple projections. Impression: degenerative changes l3-4, no sign of non union. On (B)(6) 2007 came for an office visit with a two to three day history of increasing cough, scant sputum production, fever without hemoptysis. She has had diaphoresis and no rigors. She did have right upper lobe pneumonia on chest x-ray. Assessment: right upper lobe pneumonia. Mild exacerbation of chronic obstructive pulmonary disease. Adult-onset diabetes mellitus, hyperglycemia. On (B)(6) 2007 the patient was discharged with the following diagnosis: suspected aspiration pneumonia with anaerobic bacteria. Gastroesophageal reflux disease. Chronic low back pain syndrome, on methadone and nortriptyline. Nortriptyline toxicity. Adult-onset diabetes mellitus. Hypercholesterolemia. Eight mm left lung base non-calcified nodule. Mild anemia. Chest x-ray reveal early right lung pneumonia, mild interstitial opacities bilateral, patchy pulmonary infiltrates, greatest on the right, with slight worsening, probable tiny pleural effusion, stable appearance. On (B)(6) 2007 the patient underwent: colonoscopy up to cecum with removal of polyp by hot biopsy. Endoscopic impression: very poor prep with solid and liquid stool seen throughout the colon. Long tortuous redundant colon. A 3 millimeter sessile polyp in the ascending colon, status post hot biopsy done. The patient underwent: esophagogastroduodenoscopy with biopsy. Endoscopic impression: gastritis, status post biopsy done. Biopsy duodenum and gastroesophageal junction was also performed. On (B)(6) 2007 the patient underwent CT of the chest with contrast. Impression: subtle mosaic pattern of patchy hazy densities in the right lung. On (B)(6) 2007 the patient underwent x-ray of chest due to chest pain, short of breath. Impression: no acute disease. On (B)(6) 2007 the patient underwent follow-up x-ray of chest due to shortness of breath. Impression: no acute cardiopulmonary process. On (B)(6) 2008 the patient underwent CT of the cheat, abdomen and pelvis. Impression: ground-glass opacity of the right upper lobe, which may be due to some type of pneumonitis. The etiology is uncertain. Clinical correlation or a follow-up study may be helpful. Possible left basilar atelectasis or scarring. Fatty infiltration of the liver. Heterogeneous hypoechoic lesion in the left lobe of the liver. An ultrasound study may be helpful. Cholelithiasis. The patient underwent CT of paranasal sinuses. Impression: left maxillary sinus disease. On (B)(6) 2008 the patient presented with complaints of fever and sob. Impression/diagnoses: acute febrile illness. Pneumonia. Maxillary sinusitis. Exacerbation of chronic obstructive pulmonary disease. Anxiety disorder. Chronic back pain. On (B)(6) 2008 the patient presented with complaints of cough and sob. Pneumonia versus inflammatory process. As per question of aspiration. Asthmatic bronchitis. J. Fever, likely secondary to above. Cholelithiasis. Maxillary sinusitis. Left lobe of liver lesion. Diabetes mellitus, type 2. Chronic back pain on methadone and nortriptyline. Hypertension. On (B)(6) 2008 the patient was discharged. Diagnostic studies: chest x-ray on (B)(6) 2008, new right mid to lower lung infiltrate. Chest x-ray on (B)(6) 2008, worsening right lung infiltrate andmild effusion. Chest x-ray, 2-view, (B)(6) 2008, shows improvement of the right-sided infiltrate. Abdominal ultrasound, (B)(6) 2008, gallbladder distention with multiple stones in the gallbladder. No pericholecystic fluid or wall thickening. Discharge diagnoses: pneumonia, community-acquired, with the possibility for aspiration. Chronic pain. Cholelithiasis. Hyperglycemia. On (B)(6) 2008 the patient underwent x-ray of lumbar spine and pelvis. Impression: a posterior metallic and bony fusion has been performed from l3-l4 with bilateral pedicle screws. The osseous effusion extends to the sacrum. There are also interbody cages at l4-l5. These postoperative changes appear stable. There is approximately 5 mm of retrolisthesis of l2 with respect to l3. This was not appreciated on the prior exam and may be due in part to projection. Degenerative disc disease is identified above the fusion and at t11-t12. Mild degenerative changes within the symphysis pubis and sacroiliac joints arc noted. There is a large amount of stool throughout the colon. On (B)(6) 2008 the patient came for an office visit due to left shoulder pain. Referred for scapular thoracic strengthening and mobilization. Impression: the patient has decreased range of motion in the left shoulder and pain that is interfering with her daily activities. On (B)(6) 2008 the patient presented with right upper quadrant abdominal pain. Impression/diagnoses: biliary colic. Urinary tract infection. On (B)(6) 2008 the patient underwent x-ray of chest. Impression: no acute cardiopulmonary process. On (B)(6) 2008 the patient underwent x-ray of left hip due to pain. Impression: normal left hip examination. On (B)(6) 2008 the patient came for an office visit due to chest pain irradiating to her left shoulder and neck and sob. The patient underwent CT angiogram of chest. Impression: interval clearing of the alveolar infiltrates bilaterally. There is now fibrosis/scarring bilaterally. On (B)(6) 2009 the patient underwent x-ray of pelvis and six views of lumbar spine due to low back pain. Impression: stable lumbar fusion. Stable retrolisthesis of l2 relative to l3 without instability. Degenerative disc space narrowing at l2-l3. On (B)(6) 2009 the patient underwent fluoroscopic lumbar puncture for CT myelogram. The patient tolerated the procedure well. Impression: fluoroscopic guided lumbar puncture at 12-13 with infusion of 12 ml isovue-200 m for CT myelogram. Fluoroscopic images demonstrate no critical canal stenosis or csf leak. On (B)(6) 2009 the patient underwent CT myelogram. Impression: new vacuum phenomena present in the intervertebral discs at l2-l3 and l5-s1 represents increased degenerative disc disease. No change or abnormalities of metallic hardware appearance to indicate failure. Moderate neural foraminal narrowing and mild thecal sac effacement at l2-l3. Degenerative changes of sacroiliac joints bilaterally arc stable. Mild aortoiliac atherosclerotic disease. On (B)(6) 2009 the patient underwent left breast diagnostic mammogram. Impression: negative. On (B)(6) 2009 the patient underwent CT of lumbar spine and three views of sacrum. Impression: no evidence of hardware complication or acute fracture. Severe lower facet degenerative changes. On (B)(6) 2009 the patient underwent ECG. Conclusion: normal left ventricular size and systolic function. Minimally thickened mitral valve with no significant stenosis or regurgitation. Aortic valve appears normal without significant regurgitation or stenosis. Mild tricuspid regurgitation. Normal atrial chamber sizes. Right ventricle appears to be at theupper limits of normal in a somewhat technically difficult study. Contractility of the right ventricle appears normal. No pericardial effusion. Mildly elevated rvsp at 38 mm hg. In comparison to a previous study of (B)(6) 2007, previous study showed a moderately dilated right ventricle with good contractility. Today's study shows the right ventricle at the upper limits of normal with continued good contractility. On (B)(6) 2009 the patient presented with abdominal pain. CT abdomen and pelvis IV normal contrast shows a large amount of stool in the colon, but no signs of a bowel obstruction. The appendix was visualized and normal. Impression: abdominal pain. Constipation. On (B)(6) 2009 the patient presented with abdominal pain and distention. CT abdomen and pelvis IV normal contrast shows a moderate amount of stool in the colon, bilateral nephrolithiasis without evidence of obstructive uropathy and no significant interval changes. Impression: acute obstipation and abdominal pain. On (B)(6) 2009 the patient presented with abdominal pain, distention and bloating. Diagnoses: abdominal pain and distention, rule out bowel obstruction. Constipation. History of chronic pain medication use, which may be contributing to this. Musculoskeletal ros: has chronic back pain. The patient underwent x-ray of chest and 3 views of abdomen. Impression: multiple air-fluid levels in the colon and small bowel consistent with adynamic ileus. No evidence of obstruction or perforation. No acute cardiopulmonary disease. Bilateral renal calculi. On (B)(6) 2009 the patient came for an office visit for possible ileus. Impression: obstipation, without evidence of obstruction. On (B)(6) 2009 the patient x-rays of abdomen. Impression: no evidence of ileus, obstruction, or perforation. On (B)(6) 2009 the patient x-rays of abdomen. Impression: nonspecific but non-obstructive bowel gas pattern. Mild gaseous distention of portions of large bowel with a few associated air-fluid levels. On (B)(6) 2009 the patient presented with the following pre-op diagnosis: left lower quadrant pain. Obstipation. The patient underwent: flexible colonoscopy to mid transverse colon. On (B)(6) 2009 the patient underwent x-rays of abdomen. Conclusions: no evidence for acute abnormality in the abdomen. On (B)(6) 2009 the patient underwent x-ray of abdomen. Impression: eight remaining sitz markers within large bowel. The proximal-most marker likely resides in the proximal ascending colon. On (B)(6) 2009 the patient underwent x-ray of abdomen. Impression: one remaining sitz marker in the ascending colon. Remaining markers have passed over the interval. On (B)(6) 2009 the patient underwent x-ray of abdomen. Impression: lone sitz marker now present in the mid descending colon. On (B)(6) 2009 the patient presented with the following diagnosis: constipation. Musculoskeletal: the patient has limited lumbar flexion to 30 to 40%. Lumbar extension 20%. Lower extremity strength: weak in her hip rotators and hamstring muscles, generally 4/5. Hip flexor 4-/5 on the right. Abdominal/fascial restrictions: there are visceral/myofascial restrictions in right lower abdominal quadrant, more specific to ascending colon. Dural glide restrictions through thoracolumbar junction and increased tone and tenderness to lower abdominal quadrant bilaterally. Poor ability to use diaphragmatic breath and poor abdominal contraction. On (B)(6) 2009 the patient came for an office visit as a referral for back and lower extremity pain. The patient is diagnosed for degeneration of lumbar or lumbosacral intervertebral disc, facet arthropathy, lumbago, sciatica. Musculoskeletal exam: she has limitation with extension of her waist, rotation and lateral bending and describes discomfort with this. On (B)(6) 2009 the patient underwent bone densitometry. Assessment: osteopenia. Lowest t-score is -1.1. On (B)(6) 2009 the patient came for an office visit due to continues pain on daily basis. The patient is diagnosed for degeneration of lumbar or lumbosacral intervertebral disc, facet arthropathy, lumbago, sciatica. On (B)(6) 2009 the patient underwent MRI of lumbar spine with contrast. Impression: degenerative changes at the junctional l2-3 level with grade 1 retrolisthesis of l2 over l3 and mild bilateral facet degenerative changes. Mild right neural foraminal narrowing is present. This could be a component of the patient's right lower extremity pain. Anterior degenerative changes at the t11-12 level. The patient underwent x-ray of lumbar spine. Impression: no definite instability. Mild retrolisthesis of l2 on l3. Extensive postsurgical changes. On (B)(6) 2009 the patient came for an office visit for further discussion of chronic back and left lower extremity radiating pain. The patient is diagnosed for degeneration of lumbar or lumbosacral intervertebral disc, facet arthropathy, lumbago, sciatica. On (B)(6) 2009 the patient underwent chest x-ray. Impression: patchy opacity at the left anterior lung base may represent atelectasis or infiltrate. Clinical correlation and/or surveillance recommended. On (B)(6) 2009 the patient underwent chest x-ray. Impression: minimal left basilar scarring. No discrete infiltrates identified. On (B)(6) 2010 the patient came for an office visit due to chronic back pain. The patient was diagnosed for chronic pain syndrome, arachnoiditis. On (B)(6) 2010 the patient presented with complaint of painful urination. On (B)(6) 2010 the patient presented with complaints of possible bowel obstruction, nausea, abdominal pain. Assessment: abdominal pain, distention, nausea consistent with ileus versus small bowel obstruction. Chronic idiopathic constipation and longstanding abdominal complaints, unclear etiology. Previous narcotic dependence. Chronic recurrent back pain. Diabetes mellitus. Hyperlipidemia. Hypertension. Asthma requiring oxygen during the night time. Insomnia. Full code status. Gastroesophageal reflux disease. The patient underwent CT of abdomen and pelvis. Impression: no small bowel obstruction or other gi tract abnormality identified. Heterogeneous liver lesion again noted as described above. Given the moderate hepatic steatosis and location near the gallbladder fossa, focal fatty sparing is a consideration. However, hepatic neoplasm could not be excluded based on the findings. Consider dedicated contrast enhanced MRI to further evaluate. Bilateral non-obstructing renal calculi. The patient underwent x-ray of abdomen. Impression: air distended large and small bowel with associated air-fluid levels. Findings may be compatible with a picture of enteritis. Ileus or less likely a distal obstruction cannot be excluded. On (B)(6) 2010 the patient was diagnosed for cephalgia, history of spinal fluid leak, status post intrathecal catheter removal. On (B)(6) 2011 the patient underwent CT of lumbar spine w/o contrast due to low back pain. Impression: no acute bony abnormalities are identified. On (B)(6) 2011 the patient came for an office visit due to severe pain in her upper lumbar regions. She describes a central burning pain, a deep pressure and an aching pain. The pain is substantially worse when she is up and about and when she bends, turns and twists. The pain is improved with lying down. On (B)(6) 2011 the patient underwent MRI of thoracic spine w/o contrast. Impression: the MRI scan of the thoracic spines reveals that there are very mild, old anterior wedging deformities involving the bodies of t7 and t8. All of the other thoracic vertebral bodies are normal in height. There is slightly increased kyphosis in the mid-thoracic region but there is no subluxation. The thoracic spinal cord is normal. There is mild degenerative spondylosis in the mid thoracic spine but there is no evidence of central stenosis or neural foraminal narrowing. On (B)(6) 2011 the patient came for an office visit and she has had two weeks of worsened mid back pain with radiation up to the base of her neck. She has the same low back pain with significant radiation to her tailbone. No significant leg radiating pain at this time. Noneurologic change in terms of new numbness or weakness in her legs. The patient is diagnosed for degeneration of lumbar or lumbosacral intervertebral disc, facet arthropathy, chronic pain syndrome and arachnoiditis. On (B)(6) 2011 the patient underwent CT abdomen due to intrathecal analgestic pump, swelling at site. Impression: subcutaneous abscesses as described. The larger is contiguous with the epidural catheter in the subcutaneous tissues. No connection to the epidural space is visible. Mild hepatic steatosis. Unchanged large, non-obstructing bilateral renal calyceal calculi. On (B)(6) 2011 the patient underwent CT of lumbar spine w/o contrast due to chronic back pain after fall. Impression: no evidence of lumbar spine fracture, hardware complication or new malalignment. Given postsurgical history and radiculopathy, if there is concern for possible scar tissue, MRI with and without contrast is better suited to evaluation to this phenomenon as well as disc herniations. On (B)(6) 2011 the patient presented with low back pain and bilateral leg pain. The patient had the following problems: l2-3 adjacent level breakdown, spinal spondylolisthesis acquired, and lumbar spinal stenosis. X-rays: ap and lateral view of the lumbar spine show threaded cages at l4 l5 anteriorly with what appears to be solid union both in the posterior aspect as well as the interbody space. It also shows pedicle screw instrumentation in l3 and l4 in good position with an interbody tuf cage showing solid fusion as well. The level above at l2-l3 is significantly degenerative, especially on the right-hand side, with a segmental scoliosis present and retrolisthesis. Her other disks at l5-sl and l1-l2 appear normal. CT scan: shows a solid union at l4-l5 and l3 l4 with great screw placement in the pedicles of l3 and l4 with no signs of nerve root compression at these levels. It does, however, show impingement and spinal stenosis at l2, l3 with a retrolisthesis of l2 on l3. Musculoskeletal ros: joint stiffness/swelling, muscle/joint weakness, muscle pain/cramps, back pain, difficulty in walking. Neurological ros: numbness/tingling feeling. On (B)(6) 2011 the patient presented for a follow-up with the following problems: l2-3 adjacent level breakdown and lumbar spinal stenosis. The patient has back pain with radiation into the left leg numbness and tingling present in the left leg, and weakness to the left lower extremity. The patient CT scan and x-rays. The patient has significant breakdown adjacent to her fusion at l2-l3 with asymmetric: collapse of the disk space. This causes a segmental scoliosis. She also has some mild arthritic changes and spondylotic changes at l5-s1 below her fusion. She has an interbody fusion at l4-l5 and a transforaminal lumbar interbody fusion with instrumentation at l3-l4. On (B)(6) 2011 the patient underwent x-ray of chest. Impression: atelectasis or scarring is suggested in the left lung base. On (B)(6) 2011 the patient presented with the following problems: l2-3 adjacent level breakdown, spinal spondylolisthesis acquired, and lumbar spinal stenosis. X-rays and CT scan suggest significant breakdown of the adjacent level at l2-3 causing retrolisthesis and loss of disc height as well as central and foraminal narrowing. On (B)(6) 2011 the patient underwent x-ray of abdomen due to constipation, abdominal pain. Impression: nonspecific but non-obstructive bowel gas pattern. Stable bilateral renal calculi. On (B)(6) 2011 the patient underwent x-ray of chest due to asthma. Impression: no significant change is seen the appearance of the chest. The patient underwent mammogram screening. Findings: there are benign calcifications in the breast.